Manufacturer narrative:
Concomitant product: 4592-45 lead; 419388 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and a fracture. During the lead extraction a pericardial effusion occurred leaving a small hole in the rv wall. Sternotomy was required. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal electrode of the lead was missing the mcrd (monolithic controlled release device) that contains the steroid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.